Event description:
It was reported that the rv lead will be replaced due to inappropriate shocks caused by oversensing of noise. ECG strips show noise. No further patient complications were reported as a result of this event. Further information from the physician indicates that the lead was capped after 28 inappropriate shocks were delivered due to oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. It was reported that the rv lead will be replaced due to inappropriate shocks caused by oversensing of noise. ECG strips show noise. No further patient complications were reported as a result of this event. Further information from the physician indicates that the lead was capped after 28 inappropriate shocks were delivered due to oversensing. No conclusion can be drawn interference oversensing shock, inappropriate.